Event description:
It was reported that there was high impedance on all contacts except contact 1. It was noted that the lead was explanted and replaced as a result. It was noted that the product would be returned. It was noted that the patient was alive with no injury and there was no further patient symptoms associated with the event. Additional information received reported that the lead was sent for analysis today. It was noted that the lead had been cut for the explant since there was fibrosis around the lead. Additional information received reported that impedances were over 4,000 ohms. It was noted that group impedances were ¿???¿.

Event description:
Additional information received reported that the patient experienced a loss of stimulation also with high parameters. It was noted that the patient was fine now and received effective stimulation.

Manufacturer narrative:
Concomitant: product ID neu_tlock_anchor, product type accessory. Analysis of the lead found that the body conductor was broken at the twist lock anchor site. It was noted that the #0, 1, and 2 conductors were broken 20.5 centimeter from the distal end. It was noted that there were anchor marks on the outer insulation were observed 22.6 centimeters from the distal end. Analysis of the anchor found no anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report; a supplemental report will be submitted when results are available.